Manufacturer narrative:
An event of a patient burn was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
A patient burn occurred at the grounding pad site during the procedure. There was no skin prep performed and the patient was hairy. Blistering of the skin was noted following the procedure.